Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, heavily calcified, 90% stenosed, distal circumflex. Pre-dilatation of the lesion was performed with the 2.0x12 mm trek rx balloon catheter at 8 atmospheres; however, when the balloon was inflated the second time at 12 atmospheres, it ruptured. There was no resistance felt during advancement of the balloon catheter to the lesion. A new 2.0x15 mm trek rx balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.